Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating the lens was explanted in a secondary procedure and explant was scheduled for another eye.

Event description:
Additional information was provided stating the lens was replaced with a regular lens and the issue was resolved post explant.

Manufacturer narrative:
Additional information provided in b.5. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that since cataract surgery, she was unhappy with visual outcome. It was mentioned that she cannot see television or drive, eyes hurt, run and itch constantly and the lens was found to be cloudy on eye examination. She use glasses for reading. Additional information has been requested and received stating the lens had haze and unable to clearly correct with glasses or contact lenses. There are two medical device reports associated with this patient. This report is associated with the left eye.